Event description:
Reporter's grandmother recently used icy hot heat therapy patch for about two hours on her shoulder. The patches burned her skin and required a visit to the dr, who prescribed silvadene cream.